Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that there was poor communication on the patient programmer and the implantable neurostimulator recharger (insr) was unable to communicate with the implantable neurostimulator (ins). The patient had tried charging (B)(6) 2015, but her insr would not communicate. Stimulation was last felt 6-8 weeks ago, and the last successful recharge session was 6-8 weeks ago. The reason for not recharging was unknown. It was also reported that the patient had significant weight loss in the past 8 months; she went from (B)(6) lbs. The significant weight loss was considered a gradual change in therapy / symptoms. The consumer reported that the implant slid off in the back and they were having a lot of pain in the implant area. The patient stated that because the implant slid off they were not able to charge. The patient noted that the therapy had not been helping and the implant had not been functioning for about a year and a half. The patient mentioned that their healthcare provider wanted to remove the device and replace it with a different device. The indication for use was spinal pain.